Manufacturer narrative:
Device passed displacement test. Device received a33 alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to a33 alarm.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump had a compromised force sensor system alarm. Customer stated that the drive support cap is completely loose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.